Event description:
The customer reported that she could not get the insulin to flow through the sets. Customer had two sets from april that she could not get insulin through during the tubing fill process. Customer changed the tubing to resolve the issue. Customer stated that it was a past event. Customer was not aware that she needed to save the sets.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.